Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's audiologist reported that the user has been experiencing intermittencies with the device. Surgery is planned for (B)(6) 2019.

Manufacturer narrative:
Device investigation confirmed that the stimulator electronics is not working within specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. The problems described in the recipient report appear to match the damage found. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
The user was experiencing intermittencies with the device and also reported static and decreased hearing. The recipient has been reimplanted.